Event description:
Customer reported problems with the sram. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and reseated cables and connectors in the image intensifier. System operates as intended. This MDR is related to ge healthcare complaint.